Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hypoglycemia customer¿s blood glucose level was 51 mg/dl. The customer¿s other blood glucose level was 74 mg/dl. The customer was neither in emergency room, nor admitted into hospital as a result of low blood glucose. The customer declined the troubleshoot for the low blood glucose. The customer stated that insulin pump had blank display. The customer stated that battery cap was neither damaged nor corroded. The troubleshooting was performed for the blank display and the display was returned after insulin pump restart. The customer treated for low blood glucose with the glucose. The insulin pump will not be returned for analysis.